Event description:
Meter name: fast take meter. Strip name: fast take strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: the customer blackout for a few minutes. A patient reported they were not able to get a blood reading at all. Their meter allegedly would power off during use, before the 2 minutes. Customer didn't compare to any other equipment. Treatment was orange juice and sugar. No further info has been reported.